Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02813. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention. During the procedure, the doctor was unable to reposition the migrated lead due to scar tissue being present. As a result, the doctor chose to explant the lead. Follow-up revealed the patient has coverage in the needed area(s), but may undergo further surgical intervention on a later date.